Event description:
It was reported that a malfunction occurred on a pump, displaying a malfunction code that was not resettable. There was no adverse impact to the customer¿s blood glucose level. The customer switched to multiple daily injections as a backup therapy for insulin delivery.